Event description:
Lifecor customer support received a call from the physician's office stating, that a male patient reported having an "episode" but they were having trouble locating his name in the lifevest network so they could review the event. Support informed the physician's office, that they would contact the patient for a download. Support contacted the patient, who was out of state, to find out the details of the episode. The patient stated, that he felt funny and almost lost consciousness, but the device never alarmed. Support asked him if he had downloaded after the event, and he stated "yes". Support was able to locate the patient's download, but there was no serial number of the device in the download. The download also contained an asystole event with an unusual 0 second time length. Support asked the patient to download again. The download revealed the same results. Support asked about the time of the asystole event. The patient reported, that the monitor made a high pitch "scream" and, when he looked at the display it was backlit and had random asterisks on it. He pulled the battery and reinserted it and has been fine ever since. A replacement monitor was provided to the patient.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The manufacturing parameters stored in flash memory were corrupt, which caused the missing device serial number in the patient downloads. The manufacturing parameters are not necessary for proper device operation. Once the parameters were restored, the corrupt parameters could not be reproduced. In addition, weeks of repeated testing were unable to reproduce the single asystole recording of 0 second length or the random asterisks on the display. Based on the analysis of the original download, the most likely cause of the reported problems was a defective flash memory ic on the computer/analog printed circuit assembly (pca). No adverse event resulted from the defective flash memory. The patient received a replacement monitor.